Event description:
It is reported the device was revised approximately 5 years post-op due to osteolysis. Implant and explant dates are unk.

Manufacturer narrative:
We could not obtain a completed catalog number, therefore, a baseline report cannot be filed. Cause cannot be definitively determined. No product or x-rays were returned for evaluation. No catalog number or lot number was provided; therefore, the manufacturing records could not be reviewed.